Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by replacing pump supplies. Ultimately, the customer continued to use the pump for insulin therapy.